Manufacturer narrative:
(B)(4). The esheath was discarded following the procedure and were not available for evaluation by edwards lifesciences. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The report of the esheath insertion difficulty in patient could not be confirmed as the device was not returned for evaluation. The exact cause of the sheath insertion difficulty in patient could not be determined. A review of the device DHR and manufacturing mitigation did not reveal any manufacturing non-conformance that could have contributed to the reported event. During the insertion of the esheath, insertion forces can vary due to several patient factors (access vessel calcification and/or tortuosity, vessel mld) and procedural factors (sub-optimal insertion/placement angle of the sheath into the patient). The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the exact cause of the resistance encountered during the device insertion and subsequent cfa dissection cannot be confirmed. Procedural factors (manipulation of the device) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02375.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02375.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, ¿strong¿ resistance was encountered during the insertion a 14fr. Esheath. Following the deployment of a 23mm sapien 3 valve and removal of the esheath, lower extremity angiography, performed post hemostasis, showed a dissection in the common femoral artery (cfa). A balloon catheter was inserted from the contralateral side and the injury was ballooned and a stent was implanted. Following confirmation of blood flow, the procedure was completed. The access vessel minimum luminal diameter (mld) measured 7.0mm with no calcification and mild tortuosity reported.